Event description:
A file seperated in the canal during a procedure. The pt was referred to a spec. For further treatment, though outcome of the event is not known as of this report. Please note that the date of event indicated is approximate.